Event description:
The customer reported that the pump alarmed after the batteries were changed. In addition, the customer received other alarm while sleeping. The customer accidentally hit the express bolus feature, presses the down arrow and programmed a bolus. The customer was doing in the dark and ended up delivering another bolus. The paramedics were contacted and the customer was treated. The customer stated that it was their fault and customer would avoid happening again. Assisted the customer to reprogram the pump.